Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05951. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring , a hematoma following implant surgery, pelvic adhesions, chronic fatigue, emotional distress, cramping and difficulty participating in physical activity. It was also reported that the patient underwent the following procedures: on (B)(6) 2007, mesh removal and revision due to mesh erosion and hematoma; on (B)(6) 2011, mesh removal and revision due to mesh erosion, scar tissue, pelvic adhesions, and recurrence of pre- implant symptoms; on (B)(6) 2012, revision of scar tissue, slight herniation and removal of ovary. ¿it is (B)(6) understanding that this surgery was for scar tissue, revision, correction of herniation and pelvic adhesions¿. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05951. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy.